Manufacturer narrative:
E1: initial reporter state, (B)(6), was mistakenly omitted from the initial report submitted to the FDA on 20-dec-2024 and was added to this report. H3, h6: siemens healthineers completed the detailed investigation of the reported event of the operator performance of the tilt movement resulting in the system colliding with the overhead lamp assembly. This collision caused damage to the tube assembly. The investigation at customer site confirmed that there was no system malfunction. In general, the operator is responsible to check before any system movement if there are obstacles in between the collision zone of the system. System movements may only be performed when it is certain that neither the operator, the patient, third parties, or pieces of equipment can be endangered by these movements. This check is also described in the system operator manual. The customer ultimately decided to replace the affected system with a different system. The complaint is closed with this statement. H11 corrected data: d3: manufacturer address line 1 was corrected.

Manufacturer narrative:
The system was damaged by the customer. No system malfunction led to the damage.

Event description:
Siemens healthineers became aware of an issue with the uroskop omnia max. The customer damaged the x-ray tube carriage, presumably by a collision, causing it to be bent. The system could no longer be moved in longitudinal direction due to the damage. It is assumed that in a worst-case scenario the issue might have led to a serious injury by large parts falling and hitting a person. No injury was communicated in this case. Information leading to the reporting decision was obtained on 2024-12-18.